Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the patient had a revision surgery for metallosis pain. The patient had a conversion to poly on ceramic." The product was not returned to depuy synthes, however photos were provided for review. The photograph attached was reviewed, however it does not represent the reported complaint, as the pinnacle mtl ins neut40idx60od was not shown on the evidence. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. Device history review : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient had a revision surgery for metallosis pain. The patient had a conversion to poly on ceramic. Doi: unknown, dor: on (B)(6) 2024, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#121887460/ lot#2774614 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#121887460/ lot#2774614 combination.

Event description:
Additional information was received: was there a surgical delay because of this event? If yes, what is the duration of the delay? No surgical delay.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d10. The concomitant product unk hip femoral head metal was updated to 12/14 articul 40mm m spec+5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.